Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05005. The pt received their scs system on (B)(6) 2011. It was reported that on (B)(6) 2011 the pt had to turn their stimulation up high to feel stimulation. On (B)(6) 2011, the pt could not feel stimulation. On (B)(6) 2011, the pt could not feel any stimulation with the maximum number of stimulation bars. The pt also reported that she has to change every 24 hours. The pt will meet with a rep to get a lead diagnostic and determine further action. An x-ray might be conducted to check the pt's connections and lead position. No further pt complications were reported.